Event description:
The pump was returned for service reporting the device turns on by itself. No pt injury has been reported. Info regarding whether or not the pump was in use when the reported situation occurred is unk. Attempts were made to obtain extra info regarding pt status, medical intervention, age of pt and the medication involved but no additional details are known.